Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported toco displays deterioration to be replaced, no more audio alarm. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reported that there was no more audio alarm on avalon fm20 fetal monitor. The device was not in use on a patient at the time of event, there was no patient involvement.